Event description:
Boston scientific received information that during a routine device implant procedure, when this right ventricular (rv) lead was connected to the pacing system analyzer (psa), pacing impedance measurements were approximately 1,400 ohms to 1,500 ohms. Once the rv lead was connected to the device, pacing impedance measurements were greater than 2,000 ohms, with no capture at maximum outputs. The implanting physician attempted multiple forms of troubleshooting, with no success. Under visual examination, the connection appeared appropriate both in the device and in the implant tool. This rv lead was ultimately surgically abandoned and replaced. The second rv lead exhibited lead measurements within acceptable limits when connected to the device. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.